Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent implant damage was confirmed. Return goods lab analysis noted a tip separation/detachment, which could not be clarified by the account. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the lesion that was located in the distal circumflex was moderately tortuous and moderately calcified. Predilatation was performed prior to the attempt to advance the 2.75x12 mm xience v stent delivery system (sds); however, the sds would not cross the lesion. During retraction of the sds from the patient, the distal end of the stent implant was noted to have flared stent struts; however, there was no reported resistance felt during retraction. A new 2.75x12 mm vision stent was implanted successfully. There was no clinically significant delay or adverse patient effects reported. No additional information was provided. Analysis of the returned device revealed a soft tip separation.